Manufacturer narrative:
Olympus field service engineer (fse) visited the facility of (B)(6) 2004 to further investigate the machine issue. Per instructions by another oai fse and the MFR, the fse checked and found the air hoses crossed on the disinfectant inlet valve. Fse was informed by MFR that this will cause intermittent disinfectant loss on the "b" side depending on the number of cycles run and the cycle position on the "a" side. (Fse noted he had rebuilt that valve in (B)(6) 2004, but first "lo dis" complaint on side "b" wasn't reported until (B)(6) 2004.) MFR interviewed (B)(6) on (B)(6) 2004. She reported the machine has been fixed and is running good. There have been no pt adverse reactions or injuries reported as a result of the incident. MFR believes user error by fse is indicated.

Event description:
Automatic endoscope disinfector reported to have "lo dis res" on side "b" due to air hoses being crossed on the disinfectant inlet valve. Possible rapicide entered rinse water on the "a" side with scopes present. No pt injuries are being reported or have been reported.